Event description:
It was reported that a patient¿s vns lead and generator were explanted. The reason was not provided. The devices were received. Analysis was completed for the returned lead. No anomalies were identified with the returned lead portion. A significant portion of the lead including the electrode array was not returned for analysis, thus an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis was completed for the returned generator. Testing showed the diagnostics were as expected for the programmed parameters and electrical evaluation showed the generator performed according to functional specifications. A depleting battery indicator was observed. There were no performance or any other adverse conditions found with the generator. High impedance, with an estimated occurrence date of (B)(6) 2018, was observed during review of the downloaded generator data. Since the explant date is unknown it is unknown if the high impedance occurred while the device was implanted in the patient. Additional relevant information has not been received to-date.